Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical support inquiring about the load process. The customer's blood glucose (bg) level was 284 mg/dl with small ketones at the time of the reported event. The customer administered a manual injection to address bg level. Tandem technical support educated the customer on loading a cartridge onto the pump.